Event description:
It was reported that the water leaked from the trifurcation area of the funnel when the foley catheter balloon was inflated after the placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 10 minutes without leaks present at trifurcation and passively deflated without issue or cuffing, returning 10ml of solution. Additionally, flushed catheter with methyl blue and still no leaks observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the trifurcation area of the funnel when the foley catheter balloon was inflated after the placement.